Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had failed to stay closed. A field service engineer (fse) arrived at the machine and found no failure icons. The customer logged in and inventoried the pyxis paper and tower door. When door 4 was closed, it sprang back open. Further inspection revealed that the metal rack had fallen to the bottom of the cabinet and was no longer secured in its clips, preventing the plastic door from closing properly. The fse repositioned the rack by using four unused clips from above, raising the shelf about an inch so the door could close correctly. The customer then logged in and tested door 4 in the auxiliary tower multiple times, and all tests passed successfully. All tests were completed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed to stay closed. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.